Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neuro stimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had difficulty charging their device. The patient reported that it was taking too long to charge. The patient reported that they never had problems charging their ins overnight. However, last night they started charging and charged while sleeping. The device showed they had all coupling bars. In the morning the ins was not charged even though the patient had coupling bars. On the call the patient was charging and had less than a quarter charge. Product service specialist (pss) reviewed with the patient that charging while sleeping was not recommended as the patient is not able to monitor coupling bars. The patient then said their ins recharger showed their ins was half full. Pss recommended that the patient charge the device to full and monitor how long it took. If the issue continued to happen the patient should address it with the health care professional. The patient was concerned it was not going to charge and would shut off. The patient was redirected to the health care professional to diagnose the issue. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-07-07. The patient reported that they were not able to figure out the circumstance that led to the device charging issue. The patient reported that she met with a manufacturer¿s representative (rep) who added a new program and that helped for the problem. The patient reported that a problem that still remained was the device quietly turned off completely then it took 2 days to charge. The patient reported that the device charging issue had not been resolved. The patient reported that it still shut off gradually and took longer to charge. The patient reported that it ran 24/7 and charged every 3 days.